Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) recorded multiple episodes classified as ventricular tachycardia (vt) which may have actually been supra ventricular tachycardia (svt). Possible occasional under sensing was also observed on the right atrial (ra) lead. The device and lead remain in use. No patient complications have been reported as a result of this event.